Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant products: 325cc mentor smooth round moderate profile (catalog #: 3501650, serial #: 5770327-010). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a 325cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient noticed that her left breast was getting smaller on (B)(6)2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient demographics, date of implantation, and revision surgery. Initially, it was reported that the patient was a 29-year-old patient who underwent a primary breast augmentation on (B)(6) 2008. However, additional information indicated that the patient was 39 years old at the time of event, her date of birth is (B)(6) 1980, and the actual date of implantation is (B)(6)2008. The patient is scheduled to undergo bilateral explantation on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-sep-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with to two 375cc mentor smooth round moderate plus profile prostheses (catalog #: 3502375, right serial #: (B)(6) , left serial #: (B)(6) ). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an area of shell abrasion was observed on the posterior view. Within the shell abrasion, a tear was observed, measuring less than 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).